Manufacturer narrative:
Pump turned on completely with no errors or alarms. All keys functioned per specifications. Performed a burn-in test at rate 400 ml/hr using full charge batteries, pump ran 15 hours with no errors or alarms. Complaint could not be confirmed.

Event description:
Info receives indicates the pump turns on and off by itself.